Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. An embed particle in the cuff was observed. The spot particulate measured 0.20 mm. Several relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The root cause cannot be determined since the complaint was not confirmed, due to no issues were found with the product. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a brown stain was found at the cuff. No patient injury was reported.